Event description:
It was reported that several hours after an initial implant, the right ventricular (rv) lead dislodged. After the lead was repositioned, the physician connected the lead into the rv port and no pacing occurred. The rep believed that this was most likely due to the polarity switch feature reprogramming the device to unipolar, thus resulting in no pacing until the device was inside the pocket. The physician, however, felt more comfortable with replacing the device. After the device was removed, and the new device connected, the replaced device was interrogated and it was confirmed that the polarity switch feature had indeed switched the pacing configuration to unipolar in both chambers. The rv lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).